Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye on slit lamp examination approximately one month post treatment. The patient had complained about experiencing "fuzzy" (blurry) vision. Flap lift and rinse was performed and the patient's symptoms had resolved by (B)(6) 2014. There was no loss of best corrected visual acuity (bcva) reported.